Manufacturer narrative:
During testing, it was noted that the device battery was swollen. This was due to the battery. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report that the device would not work on battery power. No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device battery was swollen.